Event description:
It was reported that the external pulse generator (epg) had out of specification output. The epg is an older model and is no longerserviced or repaired. Technical services had the caller correctly connect to the analyzer and it measured out of specification. Theepg will be taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).